Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. The legal manufacturer reviewed the customer-provided cds processes where information to judge deviation from the IFU was not identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured, and no bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test, performed at the third-party labs: the parts where bacteria were detected (1): distal end. Total amount of detected bacteria: unknown. Microbe name: enterobacter aerogenes (amount of bacteria: >500 cfu), citrobacter freundii (amount of bacteria: >500 cfu). The parts where bacteria were detected (2): all channels total amount of detected bacteria: unknown. Microbe name: enterobacter aerogenes (amount of bacteria: >500 cfu), citrobacter freundii (amount of bacteria: >500 cfu). 2nd culture examination result at the facility: (refer to the action item #(B)(4)) the parts where bacteria were detected (1): distal end. Total amount of detected bacteria: unknown. Microbe name: enterobacter aerogenes (amount of bacteria: >500 cfu) stenotrophomonas maltophilia (amount of bacteria: >500 cfu). The parts where bacteria were detected (2): all channels. Total amount of detected bacteria: unknown. Microbe name: enterobacter aerogenes (amount of bacteria: >500 cfu) citrobacter freundii (amount of bacteria: >500 cfu). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for greater than 500 colony forming units (cfus) of enterobacter aerogenes and greater than 500 cfus of citrobacter freundii on (B)(6) 2024 and greater than 500 cfus of enterobacter aerogenes and greater than 500 cfus of stenotrophomonas maltophilia on (B)(6) 2024. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.